Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 300 mg/dl and their insulin pump went in to threshold suspend due to the inaccurate reading. Customer's mother also reported receiving several calibration error alerts. Customer's sensor will be replaced. The customer's mother changed the customer's sensor during troubleshooting. No additional information provided.